Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/29/2024, it was reported by a sales representative via e-mail that an ar-9090-04s dualcomp hindfoot nail could not be implanted. This occurred during a dual compression ttc nail case when tensioning the cable for the compression mechanism; the handle maxed out in the tensioner. When they went to drill the proximal calcaneal screw (third screw into the nail), the trajectory through the jig was blocked by the internal sliding mechanism of the nail. It was at this point that they realized the internal slider had not reached its maximum distance. They tried to troubleshoot on the fly, seeing if they could force the slider down through a screw hole or see if anything was blocking the mechanism, but were unable to move the slider.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to a wrong alignment with the attachment button on the cable tensioning device and/or the stainless-steel cable has not been preloaded through the distal slider in the nail properly.

Event description:
On (B)(6) 2024, it was reported by a sales representative via e-mail that an ar-9090-04s dualcomp hindfoot nail could not be implanted. This occurred during a dual compression ttc fusion nail case when tensioning the cable for the compression mechanism; the handle maxed out in the tensioner. When they went to drill the proximal calcaneal screw (third screw into the nail), the trajectory through the jig was blocked by the internal sliding mechanism of the nail. It was at this point that they realized the internal slider had not reached its maximum distance. They tried to troubleshoot on the fly, seeing if they could force the slider down through a screw hole or see if anything was blocking the mechanism, but were unable to move the slider. There was noticeable wear and tear in the tensioner from the set screw sliding against the metal on its track up and down the tensioner. The surgeon had to abandon placing a screw into the proximal calcaneal slot, leaving only one point of fixation distally in the nail. Additionally, the screw could not be implanted in the talar hole since that was also blocked. The case was completed successfully.